Event description:
Cylinder is breaking after about 2 weeks of use- oral-b power care refills [device breakage]. Case narrative: consumer via chat stated that they bought a 4-pack of oral-b io replacement heads, and the cylinder is breaking after about 2 weeks of use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cylinder is breaking after about 2 weeks of use- oral-b power care refills [device breakage]. Case narrative: consumer via chat stated that they bought a 4-pack of oral-b io replacement heads, and the cylinder is breaking after about 2 weeks of use. No injury was reported. Follow up: product investigation results- complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
04-aug-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.